Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the touch screen drifts. User attempted troubleshooting by replacing screen protector, cleaning and recalibrating. The screen will not hold calibration on restart. No patient involvement at the time of the event.